Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female pt contacted zoll customer support to report that she was treated. She reported that she heard the siren alarm but did not press the response buttons in time. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Svt at 160 bpm contributed to the false detection. The response buttons were not pressed during the entire event. The pt went to the ER following the treatment. The pt continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device MFR date: monitor sn (B)(4): 09/2012; electrode belt sn (B)(4): 03/2012. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.